Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 475 mg/dl. Customer did not mention any treatment and symptom related to high blood glucose level. Customer stated that battery compartment was cracked while changing the battery. Customer stated there was no physical damage to the reservoir lip ring. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a cracked case (battery tube), and cracked battery tube threads. Device p-cap / reservoir locked properly in place. Device passed the displacement test. (B)(4).